Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Ifplease note the rod was received cut and therefore no part number nor lot number could be determined. However, based on the complaint description and color most like part numbers are 04.636.030-.080; or 04.634.230-.375 or 04.633.290-.295 and will be investigate as such. Visual inspection: visual inspection of the device the device was cut at both ends; it is heavily indented on the top of the rod at one side. Nothing is broken on the rod itself. Due to the rod being locked between the locking cap and screw the implants could not be separated. The balance of the device is in worn/fair condition. The received condition does not agree with complaint description for broken and instead is confirmed for damage. A device history review could not be performed as the lot number is unknown. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for one (1) unknown 5.5mm matrix rod/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter is synthes employee. (B)(4). Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the threads of the two (2) pedicle matrix screws, and three (3) locking caps were peeled or torn, one (1) unknown rod was damaged, and it could not be removed after locking. The surgeon had to remove the devices with an external force. The surgeon used another same device to complete the procedure. The procedure time prolonged to 3 hours. Patient outcome is unknown. This report captures the intra-operative event during initial surgery while related complaint (B)(4) captures the post-operative event of pain. This report is for one (1) unknown 5.5mm matrix rod. This is report 5 of 6 for complaint (B)(4).